Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while participating in sports. Device data was unable to be sent to rhythmcare to review, however this is expected to occur at a future date. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while participating in sports. Device data was unable to be sent to rhythmcare to review, however this is expected to occur at a future date. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes that the reported inappropriate shock was likely a result of oversensing. Oversensing is a known inherent risk of the use of this device. The device remains implanted, therefore this report will be updated should additional information be provided. Device history record (DHR) review: a review of the DHR was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device remains implanted and no physical assessment has been completed. As of today, our assessment has concluded that the observed inappropriate shock was likely due to oversensing which is a known inherent risk of the use of this device. Risk review: a risk review performed for the emblem s-ICD device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD device is acceptable.